Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that the lead was returned with the drive shaft lug stuck behind the retraction stop. No further helix function possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead there was placement difficulty due to tortuous patient anatomy. The lead was repositioned a few times. It was believed that the "screw mechanism" was broken/damaged due to too many turns. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.